Manufacturer narrative:
(B)(4) device evaluation: the report of a crack in the needle hub was confirmed. The customer returned one 18 ga introducer needle. Visual examination of the introducer needle confirmed multiple cracks in the hub and the cannula appeared typical. Microscopic examination of the needle revealed multiple longitudinal cracks in the hub. The longest measured 1.4 cm in length and extended from the top edge down to the tapered area. A manual leak test was performed in order to evaluate the crack for leaks. The returned needle hub was attached to a lab inventory 10 ml syringe filled with water. The water was then injected into the needle hub and water was observed squirting out through the crack. A device history record review was performed and did not reveal any manufacturing related issues. Based on the sample and information provided, the probable cause of this issue could not be determined. Further investigation of this complaint issue is being conducted.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that after the jugular interna vein was punctured, during aspiration with the syringe air was aspirated. As a result a new cannula from a new set was used successfully. After visual inspection of the user it was noted that the plastic hub has a crack.